Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 4/23/2024. One device was received for evaluation. Visual inspection found the device in used condition, and contaminated dso and uso sensor seals. There was an 'error 1870' alarm in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the locked motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited last error code 1870. The event occurred during testing, there was no patient involvement.